Manufacturer narrative:
Additional narrative: depuy considers this complaint closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery, at the final treatment for tibia, the connected area to the handle was broken when the surgeon used the product. After surgery, it is found that the fraction was left inside the patient's body. By the surgeon¿s decision, the fractions are still in the patient¿s body, since it is considered it had no adverse consequences. No delay was reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the reported device confirms the report. A search of the complaints databases has identified a trend of this issue. Previous investigation has found misuse, heavy usage over time as contributing factors. CAPA (B)(4) was initiated to investigate, identify root cause, and define corrective action. A voluntary medical device correction notice was released to the field on (B)(4) 2013 which included information regarding guidance for the instrument¿s use and care, as well as potential clinical implications if the tabs were to fracture. Continue to monitor for trending. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.